Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 27-jul-2025, the user reported persistent low blood glucose (bg). The lowest recorded bg was 59 mg/dl, confirmed by pump and fingerstick. The event was corrected by consuming carbohydrates, and bg subsequently rose to 102 mg/dl. The device provided a low bg alert. No medical intervention was required.